Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a hypoglycemic event was reported. The patient stated the sensor had fallen off their body. Later in the day the patient was sitting at the computer and felt shaky and had heart palpitations. They were unable to eat anything and stated they could not think clearly. They called an ambulance who attended to them and treated them with dextrose tablets and had the patient eat. There was no allegation against the dexcom system as the patient was not wearing the continuous glucose monitor (cgm) at the time due to the sensor falling off. At the time of contact, the patient was doing fine. No additional patient or event information is available.